Manufacturer narrative:
No product was returned for examination. The investigation could not draw any conclusions about the reported event; however, provided information stated the protective packaging covering was not removed from the implant prior to grasping with the instrument and was the likely root cause the disengagement. The initial reporting indicated the product was not suspected of failing to meet specifications. A search of the complaint database did not show any other reports against the manufacturing lot. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
The surgeon uses the mbt tibial impactor assembly. When the surgeon received the tibial tray assembly, the size 4 mbt cemented tray disengaged and fell to the floor. The surgeon chose to wait for another implant to be delivered to continue with the surgery, extending surgery by 55 minutes. The tibial impactor worked correctly for the second mbt tray. The protective covering on the tibial implant may have caused the clamp to fit incorrectly.